Manufacturer narrative:
The event date is approximate. The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis found the bottom case of the ac adaptor had a broken piece missing (serial # (B)(4)). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the connector pin was broken on the desktop charger. The caller stated the connection going into the insr (recharger) to charge it is bent. The insr was not taking a charge. The caller replaced this part with one she had, and then the insr was taking a charge appropriately. They were charging the patient's ins now as it was discharged. A replacement desktop charger was sent to the patient. At a later date, the rep reported the cause of the discharged ins was that the patient needed a new recharger cord. No out-of-box failures or symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761 (B)(4) product type recharger fdc (B)(4) applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.